Manufacturer narrative:
Philips service reset the circuit breaker, replaced the power supply x00001b, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that stand error occurred after power cut due to lightning strike on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.